Manufacturer narrative:
D6b explant date added.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 33-year-old male patient presenting with cardiomyopathy, with a pre-support clinical condition consistent with scai shock stage e. The patient¿s comorbidities were unknown. A call was made to the clinical support center regarding discontinuation of systemic heparin the prior evening. The following morning, the registered nurse reported an unknown source of bleeding requiring transfusion of eight units of packed red blood cells and one unit of platelets. The patient was taken to interventional radiology for coiling of the splenic artery, though it was unclear whether this was the definitive bleeding source. The nurse also noted that a hematoma at the impella 5.5 access site was stable. The patient remained on impella support. The major bleed and hematoma requiring blood transfusion are consistent with access-site complications and the anticoagulation and purge requirements associated with impella support, in the setting of critical illness and severe cardiogenic shock.